Manufacturer narrative:
Upon visual inspection, it was observed that the distal tip of the inner shaft showed signs of fracture and damage to the male hexalobe feature. Functional analysis revealed that the tip does not fully engage the hexalobe feature of a sample everest screw. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The fracture seen on the tip is consistent with the effects of torque overloading during implant insertion. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface and reduce torque overloading.

Event description:
It was reported that an everest locking screw inserter tip deformed intra-operatively. The tip would no longer fit into the interface. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by using another inserter.

Event description:
It was reported that an everest locking screw inserter tip deformed intra-operatively. The tip would no longer fit into the interface. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by using another inserter.